Manufacturer narrative:
The thermogard xp ivtm system in the complaint has not been returned for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported the thermogard xp ivtm system (sn (B)(4)) displayed mid: 18 (post serial eeprom) error message. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
The reported complaint that "the thermogard xp ivtm system (sn (B)(6)) displayed mid: 18 (post serial eeprom) error message" was confirmed during functional testing and archive data review. The root cause for the error was dust on the circuit board in the display head, likely attributed to the age of the device. The console is 10 years old and was manufactured in may 2013, past the expected service life of 5 years. Upon visual inspection, the pump lid was missing and several cracks in the top lid were observed, unrelated to the reported complaint. The probable cause could be due to mishandling. The pump lid and top lid were replaced to address the observed issues. Event log data review was performed and revealed mid: 18 (post serial eeprom) error message around the complaint date; thus, confirming the reported complaint. Unrelated to the reported complaint, mid: 20 (adc1 timeout) error message was also observed. The thermogard console failed the initial functional test due to mid: 18, thus, confirming the reported complaint. The mid: 20 observed in the archive was not reproduced, however, the dust inside the display head and on the circuit board can cause short circuits and therefore several errors. The display head was cleaned to remedy the error messages. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the thermogard console with serial number (B)(6).